Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that stops during use and intermittently operated was confirmed and reproduced during product evaluation. The root cause was due to a faulty motor. The motor was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "stops during use, intermittent operation." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.